Event description:
This case was reported by a consumer and described the occurrence of blood clot in a male patient who received poligrip (super poligrip original denture adhesive cream) cream for loose dentures. A physician or other health care professional has not verified this report. Co-suspect medication included ecotrin regular strength tablets and super poligrip free denture adhesive cream. Concurrent medications included metoprolol. In approximately 2003, the patient started poligrip (dental). Initially, the patient received super poligrip free and at an unknown time later, switched to super poligrip original. In 2004, the patient presented to the emergency room due to chest pain and was advised that he was on the verge of having a heart attack. The patient was discharged with a prescription for clopidogrel bisulphate (plavix) and aspirin (ecotrin) and was to return to the hospital for stent placement. Treatment with plavix was discontinued after approximately 12 to 14 months, however, ecotrin was continued daily. Additionally, the patient stopped smoking and drinking alcohol and improved his diet at that time. In 2007, the patient experienced chest discomfort and a fluttering feeling in his chest. The patient was unable to get a "good reading" on his blood pressure or heart rate and was feeling agitated and upset. Subsequently, the patient presented to the emergency room where he was given an electrocardiogram (EKG) which revealed that he had an abnormal heart rate and was dehydrated. The patient stated that he worked outside in very hot weather on 29 june 2007. The patient was given unspecified injections into his abdomen (he believed it was an anticoagulant) which caused terrible bruising at the injection site. The patient was also given warfarin (coumadin). The patient was admitted to the hospital on the following month and was placed on cardiac telemetry monitoring. Routine blood draws were performed to check coumadin levels. The patient as discharged from the hospital on four days later, as his coumadin blood levels had stabilized. The patient was advised to continue taking coumadin. On approx three months later, the patient was scheduled for a cardioversion due to arrhythmia. Prior to the cardioversion, a transesophageal echocardiogram (tee) was to be completed to ensure the patient did not have a clot. The tee showed that he did have a blood clot, so his cardiologist was unable to perform the cardioversion. The patient was scheduled for another appointment with his cardiologist on the following month, for possible cardioversion. Treatment with ecotrin and super poligrip was continued. At the time of reporting, the events of blood clot and abnormal heart rate remained unresolved. Manufacturer's comment: the manufacturer's report number for this case is 9681138-2007-00010. Super poligrip cream is manufactured in dungarvan, ireland. The lot number was provided, however, the product is not available. No corrective actions have been required based on this report.

Manufacturer narrative:
Heart rate abnormal, dehydration, injection site bruising, myocardial infarction...